Manufacturer narrative:
Concomitant medical products - model: 638bl34, annuloplasty band; implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and varying/high pacing impedance. It was noted that during the changeout procedure it was discovered that the patients subclavian vein had become occluded. The rv lead was inactivated and a right sided implant was completed. No patient complications have been reported as a result of this event.